Event description:
It was reported the atw35 was used during an unk procedure. It was reported two atw35s did not fire properly and would not fire. There is no other info available. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, a koot3l b na; cartridge pan in place/condition, a yes/good b na; condition of drivers, a good b na; lockout tabs on pan condition, a bent b na; and position/condition of wedge sleds, a 1/2 fired b na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of knife, and condition of wedge bands, ab good; condition of firing mechanism, a good b broken; and is hyper lockout condition present, ab no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Instrument a was returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design specification. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.